Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data was also collected for the lead and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted beginning 2015 (B)(6), ventricular sic was up to 511, ventricular tachycardia non-sustained (vt-ns) episodes with evidence of lead noise oversensing and on 201 (B)(6), rv pacing impedance rose to >3000 ohms up from a trend in the 400-500 ohm range. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient presented to the hospital due to a signal tone. It was noted the right ventricular (rv) lead exhibited noise, high impedance measurements, oversensing with short v-v intervals and a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.